Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and not replacing the lead on (B)(6) 2015. The etiology was reported as not related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study that the clinical diagnosis was infection of the pocket. Interventions included explanting and not replacing the implantable neurostimulator (ins) and extension. The event resulted in an in-patient hospitalization. Surgical observation showed an infection of the pocket. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. The patient had pain at the pocket and the area where the extension were implanted. The outcome was resolved without sequelae. The patient's relevant medical history includes depression and trigeminal neuralgia left (facial pain).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was confirmed that the implantable neurostimulator (ins) and extension were removed on (B)(6) 2016 while the electrodes were removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.